Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms. Subsequent measurements were noted to be within normal limits. It was reported that the lead was implanted with the right atrial (ra) lead using one stick with two sheaths. Technical services (ts) discussed the potential of the leads touching each other in the pocket area. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms. Subsequent measurements were noted to be within normal limits. It was reported that the lead was implanted with the right atrial (ra) lead using one stick with two sheaths. Technical services (ts) discussed the potential of the leads touching each other in the pocket area. This lead remains in service. No adverse patient effects were reported. Additional information was received that this lead was fractured. Surgical intervention was undertaken to explant the lead. During the explant process, the tip of the lead broke off and remained in the rv apex myocardium. The rest of the lead was explanted. A new rv lead was implanted. After explant of this rv lead, noise was observed on the chronic right atrial (ra) lead. The ra lead was suspected to have been fractured during rv lead explant. The ra lead was also explanted and replaced. No additional adverse patient effects were reported. The explanted portion of the lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.